Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the arm on (B)(6) 2025. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the pediatric the patient experienced vomiting and the dexcom sensor was not showing any cgm readings at that moment due to a wearable failure. The patient was brought to the hospital by the parent, who also stated that the patient had diabetic ketoacidosis. The reporter was not able to provide more details during the initial report and follow up attempts that were made after were unsuccessful. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional event or patient information is available.